Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Additional information was requested multiple times but was not provided.

Event description:
It was reported that an unspecified event occurred. An anesthesiologist "believes the device is flawed and unreliable," and data regarding the reliability of the "anti free flow device" has been requested.